Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was explanted due to infection approximately eight months. The hospital is now using the device as an external temporary pacemaker in another patient. No adverse patient effects were reported.